Event description:
Two reported incidents with system printers giving wrong info. Print header shows pt in room r4207 and print edge shows room r4202. Print arrhythmia class requested and printer printed test pattern. MFR's technical support says these are known problems; field svc says they are not.